Manufacturer narrative:
Additional narrative: patient ID and weight are unknown. Additional product codes: hsz, gfa, gff. A product investigation was completed: investigation summary for article 310.221 with lot number f-14120 and article 310.221 with lot number f-15695: our investigation shows slightly wear and tear signs on both drill bits surface. We found that a guide wire part is stuck into the drill bit with lot number f-15695. The manufacturing review, of both articles shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Investigation summary for article 292.622s with lot number unknown: only a small fragment, approximately 2 cm, of a guide wire was received. The surface shows wear and tear signs. The manufacturing review could not be performed because of the missing lot number. The microscopic observation of the broken surfaces shows a homogenous surface what indicates material conformity. Unfortunately we are not able to determine the exact cause of the breakage. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 a scaphoid bone fracture operation took place. The surgeon inserted guide wire from a posterior part. While predrilling procedure using drill bit, guide wire broke inside the bone. The surgeon over drilled the bone to extract the guide wire but later x-ray photo showed a shadow which looked like a piece of metal. Reoperation to treat pseudoarthrosis might be needed because the screw is not fixed firmly. The operation was delayed for 30 minutes. It was reported that a tiny piece of metal remains inside the patient¿s body. This may be a piece of the guide wire or a piece of the drill bit. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.